Event description:
It was reported that a polaris ultra ureteral stent was implanted into the patient's right ureter during a laser resection of right ureteral lesion via urethra, holmium laser lithotripsy of the right ureteral orifice via urethra, and placement of a right ureteral stent via urethra procedure. Following the procedure, the patient experienced right-side and lower back pain, urinary urgency and recurrent frequent urination. On (B)(6) 2025, the patient was admitted to the hospital, and urinalysis showed hematuria and severe urinary tract infection. A medication of ceftazidime for anti-infection and intravenous fluid support was given to the patient. There were no other patient complications reported. Additional information was received on december 10, 2025, stating that, the onset date of pain, urinary frequency and urgency was on (B)(6) 2025. The stent was removed on (B)(6) 2025, and a new stent of the same model was replaced. The adverse events were reported to have been resolved and the current condition of the patient is stable. There were no issues noted into the device and, in the physician's assessment, pain, urinary frequency and urgency, and uti is not related to the device.

Manufacturer narrative:
Block h6: patient code e1310 captures the reportable event of urinary tract infection. Patient code e2330 captures the reportable event of pain. Patient code e1302 captures the reportable event of hematuria. Patient code e1308 captures the reportable event of urinary frequency. Patient code e1304 captures the reportable event of urinary urgency. Impact code f08 captures the reportable event hospitalization or prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.